Event description:
It was reported that during the implant procedure, the lead was attempted and not used as the physician noted that the screw (helix) appeared to be bent. Another lead was successfully implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the full lead was returned, analyzed and no anomalies were found. It was noted that the distal lv (low voltage) electrode of the lead was covered in blood, the helix of the lead was extrinsically bent and visual summary analysis of the lead indicated damage at implant. (B)(4).